Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump unit gas loss in the aiv circuit patient involved . No harm or injury to patient .

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump unit (iabp) had gas loss in iab circuit. No patient harm or injury reported.

Manufacturer narrative:
Based on the information provided by the getinge field service engineer (fse) the issue was resolved remotely. It was also stated that after speaking with the customer, the customer was able to activate the ibp button and make the unit run. The unit was cleared for customer use. H3 other text : not returned to manufacturer.